Event description:
It was reported that the cadd legacy pump produced a no disposable attached alarm. The pump also produced an air-in-line alarm. Troubleshooting steps were taken to no avail. This product problem did not cause or contribute to an adverse patient health effect. The patient was going to contact their clinic.